Manufacturer narrative:
Upon completion of the investigation it was noted that the customer¿s complaint of "the device was dull and could not perforate during surgery" was not verified. The customers perforator met functinal test acceptance requirements; proper engagement and disengagement were achieved with every drill hole, and there was no erratic and poor cutting action. The device history records for the perforator was reviewed and all test and inspections associated with the assembly process met specification requirements. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Event description:
The device was dull and could not perforate during surgery. Another perforator was used to complete the case. The thickness and hardness of the patient¿s bone were average. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.